Event description:
Fire barrier is shredding, mattress is wrinkling and folding upon itself,and the zipper broke. On inspection other mattresses have similar problems. There is concern that the condition of this mattress and others may be increasing the likelihood of patients developing nosicomial ulcers. Patient developed a stage ii ulcer. Hill rom has replaced two fire barriers, tow tickings and removed one bed from service.